Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the patient was intubated on 25th september and connected to ventilator for related treatment. Air leaking was found at 7am on 3rd october, the tube was replaced under doctor's evaluation. Patient was fine and did not bite the tube. However, ventilator alarmed again at 11am, then change another tube." No patient harm was reported. The patient's condition is reported as fine.